Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is thought that the wire broke because repeated bending stress was applied to the wire during handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use combination cleaning brush's tip was stuck inside the channel. The issue occurred after a therapeutic colonoscopy and was completed with the same device. There were no reports of patient harm.